Event description:
In an article titled "balloon kyphoplasty for vertebral compression fracture", a study from january 2011 to may 2011 of 17 patients underwent balloon kyphoplasty procedure (bkp). This study examined patient outcome data in order to determine the efficacy and safety of using spinal fractures in osteoporotic patients. The following events were reported. -asymptomatic cement leakages were observed in the 8 levels (around vertebral body=3, spinal canal=1, adjacent disc=4) no further information was reported.

Manufacturer narrative:
Article titled "balloon kyphoplasty for vertebral compression fracture", by naoya hirosawa, takana koshi, seiji ohtori, testuharu nemoto, toshiaki kotani, tsutomu akazawa, koushirou kamiya, syohei minami, gen inoue, kazuhisa takahashi. Method: follow-up with company representative.